Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. D4: batch #668c90. Corrected data: d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs25a device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, photos were provided at product complaint level ant they showed only the sales unit box. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected and released to approved specifications. No conclusion could be reached on the cause of the reported event, please reference the instructions for use for additional information. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 668c90, and no non-conformances were identified.

Event description:
It was reported that during a pancreas procedure surgery. After firing, noted that a few staples formed with irregular shapes and anastomotic site was oozing. To stop oozing with compression hemostasis. There was no patient consequence reported, no additional information could be provided.

Manufacturer narrative:
(B)(4). B3: exact date is unk. Assumed first day of the month. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. . How was the bleeding controlled? - compression hemostasis 2. How much blood was lost (ml)? -unknown. Not too much 3. Did the patient require a transfusion? -no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.